Manufacturer narrative:
H3: findings/root cause: the suspect device was returned for evaluation however, the customer was able to provide log files for further investigation. Tech support evaluated the log files and found that alarms were triggered along with errors. During the insp valve test. Ts recommended replacing the inspiration block. As the original inspiration block has not been returned back for evaluation yet, the customer's reported complaint could not be confirmed, and root cause cannot be determined.

Event description:
Additional information received indicates that no product was returned for investigation, however, customer was able to provide log files for further investigation.

Manufacturer narrative:
File identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the device exhibited tf 300, 316, 400, and 545 errors. There was no patient involvement reported.